Event description:
Md trying out new device with rep on a case and was having difficulty getting the device to work properly. The device fired and was not able to get the device out. The anvil part of the device came off and there was difficulty getting the anvil out. Another md was able to remove the anvil and finished the case.